Manufacturer narrative:
Model number deleted. Catalog number corrected. Letter to FDA explaining purpose of the MDR now attached in submission.

Event description:
It was reported the device distal end is misaligned and preventing image from being seen.